Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to calcification in the grasping area and short posterior leaflet. The reported patient effect of worsening mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization was a result of case specific circumstance as the patient returned to the hospital due to the reported issue. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed and implanted. The procedure was discontinued and the final mr was grade 1-2. There were no adverse patient effects or clinically singificcant delays reported. On (B)(6) 2025, the patient returned for a triclip procedure, during the procedure it was visualized using a transthoracic echocardiogram (tte) that the implanted mitraclip had a single leaflet detachment (slda) and was no longer attached to the posterior leaflet. No additional clips were used on the mitral valve to stabilize the slda clip. The triclip procedure concluded successfully and the final tr had decreased from grade 4 to grade 1. There were no adverse patient effects or clinically significant delays reported.